Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
(B)(4). Reason for original complaint ¿ litigation alleges that the patient suffers from right hip pain, occasionally feels "crunchy" and makes grating, cracking and popping sounds. Plaintiff has headaches and elevated chromium and cobalt levels. Update (9/13//2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec'd 4/1/2015- medical records received. Upon revision, a small cyst was noted. The stem remained in situ. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 04/13/2015.